Event description:
The customer reported that the system was down. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.